Event description:
Pt underwent bilateral capsulectomies with replacement of silicone gel implants. Pt noted to have bilateral capsular contractures. Right breast implant ruptured and left implant had micro-based within the scar capsule.